Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned impactor confirms the tibial lock sub-assembly and cap nut are missing from the device. These pieces were not returned with the device. The device shows signs of significant wear and use. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number:: case (B)(4).

Event description:
It was reported that the capture of a genesis ii tibial tray implant impactor broke off. As this was noticed upon inspection, there was no patient involvement.